Manufacturer narrative:
Device evaluation: the pump was returned to animas and evaluated on 11/14/2017 with the following findings: the display screen was found to be dim and discolored.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the display screen was found to be dim and discolored. The pump was returned to animas and investigated, confirming the dim and discolored display. There was no indication that the product caused or contributed to an adverse event.